Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges when the nurse was putting on the pressure bag to flush the pipeline, she found that the sensor joint was leaking. No reported patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. A functional test confirmed the leak is occurred through the crack at the dtx luer. According to stress impressions on the luer body, the crack could be caused by overtightening or incorrect threading between the male and female luer. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.